Event description:
The surgeon inserted the icm125v4 12.0mm implantable collamer lens on (B)(6) 2012 and the patient experienced elevated iop associated with excessive vault. The lens was removed on (B)(6) 2012 and replaced with a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).